Event description:
Five days after treatment in the nasolabial folds and upper cheeks with juvederm ultra, the pt presented with itching at treatment sites. The itching has persisted for sixteen days. The physician felt that intervention was required to prevent worsening of symptoms and would not treat this pt with juvederm again. The physician prescribed oral benadryl, valtrex, and alavert in addition to topical hydrocortisone creme.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch files shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (extrusion force, endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.